Event description:
It was reported that diaphragmatic stimulation was present during implant defibrillation threshold (dft) test of this sicd system. The s-ICD was programmed in the primary vector at the time and noise undersensing was present prior to the charge which delayed the shock delivery. An external shock was delivered as a result. This s-ICD was reprogrammed in the secondary vector and dft testing was completed successfully. Technical services (ts) was contacted for further troubleshooting. This s-ICD system remains in-service. No adverse patient effects were reported. Technical services (ts) reviewed device data and noted that the noise was related to muscle tetany. The phenomenon is isolated to induction, and does not indicate problems with the primary vector for future use. This s-ICD remains in-service. No adverse patient effects were reported.